Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized in intensive care unit due to diabetes ketoacidosis and high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 24 mmol/l. Customer stated that since receiving replacement insulin pump has been staying over 20 mmol/l started on june 17, 2020 with a blood glucose of 24 mmol/l resulting in hospitalization on (B)(6) 2020. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode or smart guard feature was not active at time of high blood glucose event. Customer does not alleged insulin pump was under delivering. Customer stated that displacement test passed. The insulin pump will not be returned for analysis.